Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient presented with signs and symptoms of hemolysis, including elevated lactate dehydrogenase. The patient was admitted as an inpatient. A ramp study demonstrated full left ventricle unloading. A heparin drip was initiated. Add'l info was received which indicated that the patient was discharged on (B)(6) 2014, however, on (B)(6) 2014 the patient was readmitted to the implanting center due to fatigue, unsteady gait, and hemolysis. A head CT was completed, which showed a "new ischemic stroke". The patient was administered medication. A pump exchange due to suspected thrombus is scheduled for (B)(6) 2014.

Manufacturer narrative:
A pump exchange was scheduled. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.